Manufacturer narrative:
Qc and calibration were passing, so a reagent issue is not likely. The alarm history shows that there are some alarms related to sample quality present. In analyzing the information provided in the pre-analytical checklist there was some information that was found to be consistent with sample quality. The investigation determined that the root cause is consistent with improper sample handling, causing poor sample quality.

Manufacturer narrative:
The crea pap 200t cobas c111 reagent lot number is 84778701, and the expiration date is 31-aug-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable crea pap 200t cobas c111 result from the cobas c 111 analyzer. The initial result was 1.97 mg/dl. The patient returned on (B)(6) 2025 and another sample was taken with a result of 0.61 mg/dl. The initial sample was repeated on (B)(6) 2025 due to the difference between the results, and the repeat result was 0.98 mg/dl.